Manufacturer narrative:
Device evaluated by MFR.: the product was received in good condition. The unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-06680 and 2134265-2015-06679. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and pullback sled to visualize the unspecified lesion. During procedure, the motordrive unit failed to perform automatic pullback. No patient involvement was reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-06680 and 2134265-2015-06679. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and pullback sled to visualize the unspecified lesion. During procedure, the motordrive unit failed to perform automatic pullback. No patient involvement was reported.